Event description:
This is an international report where the sponge came out from the minicap. This was reported by the customer and was identified during use on the patient. There was patient involvement, but no patient injury or adverse event reported by the customer.

Manufacturer narrative:
(B)(4). The sample was evaluated by the complaint quality engineer in the quality engineering lab on (B)(4) 2012. After the inspection for returned sample, we found the mini cap sponge came out from the mini cap. The reported problem was confirmed and the cause was manufacturing issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number